Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. It was reported that the cannula had dislodged from the infusion site. We are unable to confirm the dislodged cannula or determine if it contributed to the reported hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level (bg) rose to 310 mg/dl while wearing the pod for less than 1 hour. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge while playing sports. As treatment, a new pod was placed.